Event description:
On 19-nov-2021, the following information was reported to kci by the nurse: the patient allegedly developed a hematoma and experienced excessive bleeding. The patient was sent to the emergency room [ER] and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed on (B)(6) 2021. On 22-nov-2021, the following information was reported to kci by the nurse: the patient was sent to the ER reportedly due to an episode of uncontrolled bleeding described as large blood clots in the tubing and saturated sponge after three dressing changes. The ER staff ceased the bleeding with direct pressure. The patient was admitted overnight and received a blood transfusion. The patient is reportedly taking blood thinner medication. No additional information is available. On 04-aug-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2021, the device was placed with the patient. On 08-dec-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged event is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient recently underwent abdominal surgery and was on anticoagulation therapy, and thus was prone to bleeding. The device passed quality control checks before and after placement. Device labeling, available in print and online, states: warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. · patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: · suturing of the blood vessel (native anastomosis or grafts)/organ · infection · trauma · radiation · patients without adequate wound hemostasis · patients who have been administered anticoagulants or platelet aggregation inhibitors · patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy.